Event description:
Boston scientific received information that a save to disk was sent to technical services for review to determine the remaining longevity for this device. A review of the disk by technical services and engineering toed that this device had been implanted for 4.6 years and had 1.5 years remains longevity. It was also noted that this device was on track to meet the expected longevity based on the programmed parameters, although the automatic thresholds daily measurements showed several sporadic recordings which were higher in pacing thresholds, and this could have in turn reduce the longevity. Technical services confirmed that this device was performing as designed and programmed. No adverse patient effects were reported.

Manufacturer narrative:
Subsequently, this device was explantd due to unknown reasons and was returned for analysis. Initial analysis of the device noted a possible out of specification condition when it comes to the device longevity. Upon details analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore, the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices.